Manufacturer narrative:
The reported field event of an output anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement due to normal eol, output issue and oversensing were observed. The physician noted complete pacing dropout during the application of electrocautery. The ICD was explanted and replaced. The patient was in stable condition following the procedure.